Manufacturer narrative:
(B)(4). Batch #u5cy55. The analysis results found that an ec45a, instead of an ec60a, device (b) was returned with no apparent damage. In addition, the tyvek was returned along with the instrument. Further analysis showed that the tyvek belongs to an ec60a device. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. This defect has been correlated to the manufacturing process. Upon visual inspection of five photos, the following was observed: the first photo shows a tyvek from the top view with lot # u94g2l, exp. Date: 2023-05-31. The lot number belongs to a product code ec60a device. The second photo shows a box with a label of product code ec60a, lot # u94g2l and exp. Date: 2023-05-31. The third photo shows an echelon flex 45 device from the top view with batch # u5cy55. The batch number belongs to a product code ec45a device. The fourth photo shows a tyvek of product code ec60a. The fifth photo shows a box from the artwork print area of product code ec60a. Based on the photos reviewed, the event described is confirmed, however, no conclusion or root cause could be determined. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that customer opened up a box of ec60as but found inside three ec45as instead.